Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation of the steerable guide catheter (sgc), a small amount of air entered the device through the hemostatic valve. The three-way stopcock was replaced and the sgc was able to be prepared without issues. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to procedural condition. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Event description:
Subsequent to the initially filed report, the following information was received: after the leak occurred, the air was pulled from the device and was flushed. The same issue occurred again, therefore, the physician decided to remove and replace the three-way stopcock.